Manufacturer narrative:
MDR- 3009897021-2020-00079 submitted on 12-mar-2020 reported the following: b5 describe event or problem: on 12-feb-2020, kci quality engineering performed an evaluation of the device found the power button was collapsed. G1 contact office - name/address/phone number: email:(B)(4). H6 event problem and evaluation codes: device code: 1099. H10 additional manufacturer narrative: based on the information obtained regarding the device, kci found evidence that the device had a collapsed dome. There is no injury associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if it were to recur. Correction: b5 describe event or problem: on 12-feb-2020, kci quality engineering performed an evaluation of the device. It was identified that the device powered off and on due to a faulty power button. G1 contact office - name/address/phone number: email: (B)(4). H6 event problem and evaluation codes: device code: 4019. H10 additional manufacturer narrative: based on the information obtained regarding the device, kci found evidence that the device turned off and on due to a faulty power button. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur.

Event description:
On 12-feb-2020, kci quality engineering performed an evaluation of the device. It was identified that the device powered off and on due to a faulty power button.

Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed dome. There is no injury associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if it were to recur.

Event description:
On 16-dec-2019, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was allegedly turning off during night with blank screen. On 10-dec-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2019, the device was placed with the patient. On 12-feb-2020, kci quality engineering performed an evaluation of the device found the power button was collapsed.